Manufacturer narrative:
Dressing, wound, hydrophilic. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional information has been requested, however to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the dressing was difficult to remove. The reporter described the dressing as having ¿too much elasticity (as if it was gum)¿. It was further reported that there were two (2) aquacel products involved but, the reporter was unable to provide the affected quantity, product lot and or any other identifying product description information. No patient harm was reported. No additional information could be obtained. No photo was provided.